Event description:
It was reported by the customer that the pyxis medstation es system machine short circuited and was not able to close the drawer. During device inspection a field service engineer found evidence of ruptured IV bags which caused the fluid to squirt on solenoid, leading to open short circuit with smoke and smell. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, d4, e3. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-may-2022 to 01- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an IV bag ruptured in the back of the station, soaking multiple drawers with fluid and causing an electrical short. The damaged drawers had been removed, and the station had been cleaned. Replacement drawers had been installed, the station had been reassembled, tested, and rebooted successfully. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was overfilled with 10 ml bags. One of the bags ruptured and sprayed fluid onto cubie drawer. The rest of the fluid poured down onto the control board of the bin and matrix drawer causing an open short with smoke and smell. A field service engineer replaced the affected drawers to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system machine short circuited and was not able to close the drawer. During device inspection a field service engineer found evidence of ruptured IV bags which caused the fluid to squirt on solenoid, leading to open short circuit with smoke and smell. There were no adverse events or injuries reported based on this incident.